Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the haptic broke. The lens was removed with no pt injury, no incision enlargement. Another same model lens was implanted and a suture was required to close the incision. ''

Manufacturer narrative:
(B) (4) - incision sutured. (B) (4).